Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer's blood glucose was around 387 mg/dl.